Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 600 mg/dl. Customer stated that piece came off the battery cap area if insulin pump. Device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a partially broken battery tube threads, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test. (B)(4).